Manufacturer narrative:
(B)(4). The event occurred on an unspecified date in (B)(6) 2013. This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy resulting in the development of peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as the patient did not wear a mask during therapy. The patient was not hospitalized for the event. On an unreported date, the patient began treatment with unspecified antibiotics for 10 days. At the time of this report, the patient was reported to be recovered from the peritonitis. The patient was retrained on aseptic technique. Dianeal therapy was ongoing. No additional information is available.